Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and genital haemorrhage ('excessive and abnormal bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear in (B)(6) 2012, bleeding breakthrough, incompetent cervix, parity 3, cone biopsy of cervix, fibroids, polycystic ovary, ovulation pain, coitus painful, (B)(6), jumpy, multigravida and uterine prolapse. Previously administered products included for prevent pregnancy: yasmin in 2007; for an unreported indication: birth control oral contraceptive pill. Concurrent conditions included hypothyroidism, overweight, irregular periods, allergy to chemicals, inflammation, post coital bleeding, cervical cancer, stress urinary incontinence, cough, urine incontinence, sneezing, dysfunctional uterine bleeding, voiding difficulty, genital prolapse nos, urinary retention and urethral hypermobility. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen 28) since 2007 to (B)(6) 2013 for contraception as well as ethinylestradiol;norgestimate (ortho-tri-cyclen lo), ibuprofen (motrin), meloxicam, norethisterone (micronor) since (B)(6) 2015, thyroid (armour thyroid) since (B)(6) 2016 and vitamin d nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue,") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain lower ("cramping,") and abdominal pain ("abdominal pain"). The patient was treated with norethisterone acetate (norethindrone acetate), phentermine and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the genital haemorrhage, back pain, abdominal pain lower, fatigue, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physicians have recommended removal of the device. She will be forced to undergo a major surgery as a result of her essure implants. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: all occlusion of both tubes. Bilateral occlusion. Everything was good. Effective bilateral fallopian tubal occlusion with the essure devices.. Pregnancy test - on (B)(6) 2013: negative. Ultrasound scan vagina - on (B)(6) 2014: essure coils appear to be in satisfactory position in the region of the uterine cornua. A 2.2 cm simple right ovarian cyst is present.; on (B)(6) 2018: multiple uterine fibroids seen throughout as described above. Right essure coil seen in right uterine cornua with free fluid present. Bilateral ovaries not visualized. Concerning the injury reported in this case the following once were described in patient medical record: bleeding, dysmenorrhea (cramping), lower abdominal pain, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-sep-2019: fu 2 and 3 processed together. Pfs received: case becomes incident. New events abdominal pain, menorrhagia (heavy menstrual bleeding), bladder problems and urinary problems were added. The outcome of event pelvic pain was updated from unknown to recovered. Product indication was updated. Explant date was added. Patient¿s date of birth was added. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.